Event description:
Boston scientific received information that this right ventricular (rv) had likely dislodged and was oversensing right atrial (ra) lead signals. Lead amplitude had decreased, but no pacing inhibition was noted. No adverse patient effects were reported. This lead remains in service.

Event description:
Boston scientific received information that this right ventricular (rv) had likely dislodged and was oversensing right atrial (ra) lead signals. Lead amplitude had decreased, but no pacing inhibition was noted. No adverse patient effects were reported. This lead remains in service.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection of the lead was performed. Inspection of the lead body and electrode tip found no anomalies. Laboratory testing did not identify any lead characteristics that would have resulted in the clinical observation of dislodgement. This supplemental correction report is being filed to correct the report number in a previously submitted supplemental report (follow-up number 001) which was accepted by FDA on 12/26/2018 03:09 pm CT. The report number is being corrected from: 2124215-2018-62678 to: 2124215-2018-60709.